Manufacturer narrative:
The event for sticking trigger causing run on was confirmed by the repair technician through functional evaluation. The device was disassembled. The technician visually confirmed the trigger assembly was affected by a damaged handle. The handle/trigger assembly was replaced.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a sticky trigger with confirmed run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a sticky trigger with confirmed run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.